Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. A 3.50x38mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected to treat the lesion. However, during preparation, when the physician took off the stent protector, the stent came off the balloon on the back table. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was not returned for analysis therefore the catheter batch/serial number could not be identified. A visual examination of the crimped stent found that the stent had detached from the delivery system, the stent was damaged along its entire length with stent struts stretched. The sds however was not returned for examination and thus a review of the batch manufacturing crimping data could not be carried out as the unique manifold number was not available. The stent protector inner diameter of the returned device was measured which was within the specified inside diameter of the stent protector specification .the sds was not returned for analysis; therefore, examination of the crimp markings on the balloon as well as individual assessment of the catheter could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. A 3.50x38mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected to treat the lesion. However, during preparation, when the physician took off the stent protector, the stent came off the balloon on the back table. No patient complications were reported.